Manufacturer narrative:
H10: per additional information received, the subject device was reprocessed in accordance with the IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·the instruction manual of evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3, preparation and inspection describes how to detect the subject event. ·the instruction manual of evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed and due to deformation of flexibility adjustment ring; water tightness was lost. Also, evaluation found the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, an abnormal sound was made due to damage on the up/down knob, the bending section cover adhesive was chipped, the objective lens adhesive was peeled, streak of flare appeared in the image due to adhesive peeling around objective lens, zoom did not work smoothly due to damage on the charged coupled device (ccd), the suction cylinder was shaved, the universal cord was wrinkled, indication on scope connector was peeled, the control unit was discolored, the electrical connector was corroded due to water leakage, and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a pinhole in the variable part of the evis lusera colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object inside the nozzle. There were no reports of patient or user harm associated with this event.